Manufacturer narrative:
The investigation confirmed that a single patient sample was mis-associated with an alternate patient sample identification number and demographics while using the engen laboratory automation system. The investigation could not determine a definitive root cause. However, it is likely that the centrifuge module robot could not pick up the sample tube in question due to improper application of the sample tube barcode label(s) or lack of cleaning of the centrifuge rack, which would have caused the tube to become stuck in the rack, however, this was not confirmed. The customer was advised to avoid over-labeling of sample tubes and to clean the centrifuge racks. Additionally, a centrifuge robotic gripper related issue cannot be ruled out as a contributing factor to the event. As designed, the engen system posted a cross check failure message to alert the operator of the mismatched sample ID.

Event description:
The customer obtained discordant vitros nt-probnp result (patient sample result= 423 pg/ml versus an expected patient sample result=74pg/ml) from a single patient sample that was associated with an incorrect sample identification number and patient demographics while using their engen laboratory automation system. The mis-association of results with the incorrect patient may lead to inappropriate physician action. The affected patient result was reported from the laboratory, and a corrected report was later issued. There was no allegation of patient harm as a result of this event. (B)(4).